Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell at kindergarten and afterwards a swelling developed over the left implant. Afterwards in situ testing showed affected channels. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user fell in kindergarten on 10.may.2022 and afterwards a swelling developed over the left implant and in situ testing showed affected channels. The user still responds when only wearing the concerned left device; however, she is too young to give feedback on hearing impression. The user was re-implanted on (B)(6) 2022.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.